Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a blood glucose of 292 mg/dl after consuming coffee with a non-nutritive sweetener; customer support assisted with replacing supplies and advised waiting 90 minutes for the glucose to trend down. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included customer support review and user-guided troubleshooting. Investigation of this case revealed no device malfunction or alarms and no device component issue detected during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.